Event description:
It was reported that the pt's pump was too large for him. It was reported that the pump moved 3-4 inches and went through the pt's stomach wall. Add'l info received reported that the pt's device system was removed due to infection. No pt outcome was reported. The drug contained in the pt's pump was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.

Manufacturer narrative:
(B)(4).